Event description:
On 28-jan-2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using with playtex sport plastic, unscented (tampon, menstrual, unscented). On 12-mar-2021, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On (B)(6) 2020, after using the product, when the consumer pulled the string to remove the tampon, the string pulled out and the plug was stuck in her body. The tampon was lost in the consumer's body when the string pulled out. She had to go to her doctor that day to have it removed. As of 28-jan-2021, the event was resolved. No additional information was provided. On 12-mar-2021, it was learned the consumer was 43 years old. On the evening of 24-sep-2020, the consumer inserted a tampon. Later that night, she attempted to remove the tampon. However, only the string came out. There was little resistance but the string became unattached to the rest of the product. After multiple attempts to remove it herself without the string, the consumer gave up. On (B)(6) 2020, she made an appointment with her doctor's backup care to have the retained tampon removed and "fortunately, it was easy to do so." The visit was short and there were no complications but she was instructed to return if symptoms worsened or failed to improve. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included review of the product device history record (DHR), 24-month trend analysis for product and date code, and product risk documentation. The investigation found no evidence of association with this malfunction of tampon performance.

Manufacturer narrative:
An investigation was conducted that included review of the product device history record (DHR), 24-month trend analysis for product and date code,and product risk documentation. The investigation found no evidence of association with this malfunction of tampon performance.

Event description:
On 28-jan-2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using with playtex sport plastic, unscented (tampon, menstrual, unscented). On 12-mar-2021, additional information was received from a consumer. On 21-apr-2021, additional information was received in the form of an office visit summary. Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On (B)(6) 2020, after using the product, when the consumer pulled the string to remove the tampon, the string pulled out and the plug was stuck in her body. The tampon was lost in the consumer's body when the string pulled out. She had to go to her doctor that day to have it removed. As of (B)(6) 2021, the event was resolved. No additional information was provided. On (B)(6) 2021, it was learned the consumer was 43 years old. On the evening of (B)(6) 2020, the consumer inserted a tampon. Later that night, she attempted to remove the tampon. However, only the string came out. There was little resistance but the string became unattached to the rest of the product. After multiple attempts to remove it herself without the string, the consumer gave up. On (B)(6) 2020, she made an appointment with her doctor's backup care to have the retained tampon removed and "fortunately, it was easy to do so." The visit was short and there were no complications but she was instructed to return if symptoms worsened or failed to improve. No additional information was provided. On (B)(6) 2021, it was learned the consumer's medical history included gestational (pregnancy-induced) hypertension without significant proteinuria in the first trimester, hyperlipidemia, and cholecystectomy. Concomitant products included: cholecalciferol (vitamin d3) 4000 iu capsule at 8000 iu (2 capsules) by mouth daily, fenofibrate 145 mg tablet at 145 mg by mouth daily, and omega-3 acid ethyl esters 1 g capsule at 4 g (4 capsules) by mouth daily. On (B)(6) 2020, the consumer was seen by a physician due to a retained tampon. A pelvic exam was performed with the consumer supine. There was no labial fusion, rash, lesion, or injury on the labia. Vaginal menstrual bleeding was present. The tampon was removed using a speculum and forceps and the consumer tolerated the procedure well. The consumer was instructed to return if symptoms worsened or failed to improve. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included review of the product device history record (DHR), 24-month trend analysis for product and date code, and product risk documentation. The investigation found no evidence of association with this malfunction of tampon performance.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using with playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On (B)(6) 2020, after using the product, when the patient continued in additional info section pulled the string to remove the tampon, the string pulled out and the plug was stuck in her body. The tampon was lost in the patient's body when the string pulled out. She had to go to her doctor that day to have it removed. As of (B)(6) 2021, the event was resolved. No additional information was provided.